Event description:
It was reported that the device stopped to ventilate. The device alarmed. Patient¿s spo2 saturation temporarily decreased. No serious injury was reported. However, in case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3: on-going.

Event description:
It was reported that the device stopped to ventilate. The device alarmed. Patient¿s spo2 saturation temporarily decreased. No serious injury was reported. However, in case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation.

Manufacturer narrative:
The log file was analysed regarding to the reported information. Based on the log file entries the reported issue / behaviour could be confirmed. As per log file entries a charging failure of the internal battery occurred. The investigation at the supplier revealed that the charging failure occurred due to an issue in the charging pcb. Therefore, the battery does not charge when the power plug is inserted into the power supply and continues operation on the internal battery. In case of a charging failure the display symbol for the power supply lights red (as described in the IFU) and the alarm message "no int. Battery charging" is displayed. Additionally, the device alarms a discharged battery visually and acoustically as specified to warn the user about a low battery level. In this case ventilation stopped due to a fully depleted battery and an alternative independent ventilation device must be used instantly, as described in the instruction for use. In the present case, the device posted multiple batterie related alarms as specified. Patient¿s spo2 saturation temporarily decreased. No serious injury was reported. All users of all oxylog 3000 plus devices will be informed about the identified risk with a field safety notice. This includes an instruction how the user can avoid a ventilation stop. The local dräger service representative or service partner will contact the customer to arrange a date for a firmware update of the printed board assembly charger to be performed free of charge in the scope of the next service.